Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption #: e2018003 getinge USA sales, llc 45 barbour pond drive wayne, nj 07470 contact peron: (B)(4).

Event description:
It was reported that the ventilator was pulled into the MRI scanner. There was no patient involvement. Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Manufacturer narrative:
Our evaluation of the information that was received for this event showed that this event is a duplicate. The event was reported in MFR report #:8010042-2018-00658. Please read the MFR report #: 8010042-2018-00658 for the investigation results and codes of the event. (B)(4). Ref. Exemption #: e2018003 (B)(4).

Event description:
(B)(4).